Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The measuring cell of the analyzer was never replaced since installation of the instrument and is 1.7 years old. Measuring cells are normally replaced after 1 year. The customer also replaced the pinch valve tubing every 3 months instead of every two months as instructed in product labeling. The instrument was not maintained according to product specifications and this could not be excluded as a potential cause of the issue. The customer has not reported any further issues.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys total psa immunoassay (tpsa) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. An aliquot of the first sample initially resulted as 0.02 ng/ml. The original sample tube was repeated, resulting as 4.18 ng/ml. The aliquot of the sample was also repeated, resulting as 4.14 ng/ml. An aliquot of the second sample initially resulted as 0.02 ng/ml. The original sample tube was repeated, resulting as 7.34 ng/ml. The aliquot of the sample was also repeated, resulting as 7.32 ng/ml. No adverse events were alleged to have occurred with the patients. The tpsa reagent lot number and expiration date were asked for, but not provided. The customer did not measure quality controls. Controls are measured when sample measurements are wrong. It was not known if weekly probe cleaning was done on the analyzer in the month of (B)(6) 2017. The tubing coming from the top of the probe was checked and was not disengaged from the pulley. The field service engineer visited the site. He stated that it was possible that the tube was leaning when set into the rack and a sample pipetting issue may have occurred. He checked liquid level detection voltage and no problems were found. He checked the probe adjustment, the reagent pack lid, the reagent pack probe tip position, sample probe cleaning, sample position, and analyzer data; no problems were found.